Event description:
A console came into field service for annual preventative maintenance. After initial start, it displaced a red battery failure alarm. New batteries were installed. No patient involvement was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. D9 added device was returned and the date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the battery failure alarm on (B)(6) was an internal battery fault likely due to the customer not routinely charging the console.